Event description:
The patient had an infection. The pump was removed. It was noted that patient was a quadriplegic, and a belt was used to help move him; the belt went around the pump area. Additional information has been requested, a follow-up report will be sent if additional information becomes available.